Event description:
Patient reported that pump battery was only lasting two days on a full charge and needed constant charging. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.